Event description:
Alarms not occurring on philips patient monitors mx550 and x3 due to hard and soft inop's. Device toggles between poor signal and searching which is resetting delays and preventing the alarms from occurring. Searching will override a clinical alarm. Specifically, between masimo spo2 and philips hardware. Reference report: mw5161474.